Event description:
Technician reported the account alleged this bed shocked a pt. There were no reported injuries.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
An analyzer malfunction was ruled out as performance tests were within specification. Calibration and quality controls did not indicate an issue. Based upon information provided. A short sample centrifugation time is a possible root cause.

Event description:
The user received a high troponin t result for one patient sample. The initial result was 0.11 ng/ml and was not reported outside of the laboratory. The same sample was repeated on (B) (6) 2010 with a result of <0.01 ng/ml and repeated again on (B) (6) 2010 with a result of <0.01 ng/ml. The troponin t reagent lot number was 15563801. The field service representative could not find a cause. He checked the instrument and ran performance tests with good results.